Event description:
Intended use: the reveal ast system is an in-vitro diagnostic (ivd) automated system for antimicrobial susceptibility testing of organisms direct from positive blood culture. The reveal ast assays are indicated for susceptibility testing of specific pathogenic bacteria commonly associated with or causing bacteremia as well as bacterial isolates from other specimen types. Results are intended to be used in conjunction with gram stain, organism identification and other clinical laboratory findings. Issue description: a customer in spain notified biomérieux of ¿ ¿no ast results¿ issues for multiple antibiotics with klebsiella pneumoniae in association with vitek® reveal¿ sensor panel (20 tests) (ref. 900-00002, lot. Unknown) it is understood that condensation issues has been a reoccurring problem for this customer. It is very unusual to have such a massive amount of condensation in the beginning of the run and none by the end. Biomérieux engineer and global customer service are theorizing that if customers are sealing a cold sensor, it creates a temperature gradient that will cause the condensation in the beginning of the run. Gcs asked the following questions to local customer service: ¿ do you know if this customer is refrigerating the sensors? ¿ if they are, do they let it come up to room temperature before they are sealing it? Local customer service indicated that: "the customer lets the sensor warm up beforehand". At the time of the global assessment, biomérieux global customer service did not get the data from the customer to determine the root cause of the issue.

Manufacturer narrative:
The customer complaint associated with this MDR was initially documented against the vitek® reveal¿ sensor panel (20 tests) (ref. (B)(4)). This product is registered with FDA under 510(k) k230675. During investigation of the reported event, it was subsequently determined the complaint was in fact related to vitek® reveal¿ gn01-ast (20 tests) - 900-00008. This product is an export-only product that is not registered with FDA, and is not distributed in the united states. Therefore the event is not reportable to FDA. This supplement report serves to close this record.